Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Upon review by the manufacturer's investigation unit, the investigation showed that the welding of the upper and lower housing was not fully formed out, because the upper housing was not fitted correctly into the lower housing during the welding process. Due to incorrect welded seams, the housing of the lancing is incorrectly fitted and could easily break and the reported failure on protruding lancets could occur. The reported failure on protruding lancets was confirmed. The device was returned for product evaluation.